Manufacturer narrative:
The referenced ed visit for anemia was reported on medwatch MFR report # 2916596-2018-04953. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was recently in the ed on (B)(6) 2018 with anemia was admitted to the hospital on (B)(6) 2018 with symptoms of fatigue, dizziness, and minor lower back pain. In addition, the patient had melanic stools. Hemoglobin (hgb) was 6.9 g/dl on admission which was down from 7.9 g/dl on (B)(6) 2018. Two units of packed red blood cells(prbcs) were administered on (B)(6) 2018 and two more units of prbcs on (B)(6) 2018. The patient then underwent a combined esophagoscopy. Gastroscopy, duodenoscopy (egd) enteroscopy, which revealed a bleeding arteriovenous malformation (avm) 70 cm in duodenum. The avm was treated successfully with argon plasma coagulation(apc). Anticoagulation at the time of the event was aspirin and warfarin. No additional information was provided.

Event description:
Subject presented to the ed on (B)(6) 2018 with fatigue and sob in the setting of acute on chronic anemia. Subject experienced worsening fatigue, dizziness, and minor lower back pain upon discharge from previous hospital admission on (B)(6) 2018. While in ed, patient had a fever of 102.4 fahrenheit and was given tylenol. Subject had not received blood at this point. Wbc was 9.9 on (B)(6) 2018, hgb was 6.9. Subject received vancomycin and zosyn. Temp went down to 99 fahrenheit overnight with wbc of 7.7 and lactic acid was 2.2. On (B)(6)2018 blood culture from right arm positive for enterococcus faecalis. Blood culture from left arm positive for gram-positive coci in pairs and chains. Zosyn was discontinued on (B)(6) 2018 and vancomycin was continued until sensitivities for enterococcus were identified. Transplant infectious disease consult on (B)(6) 2018 agreed with this. Enterococcus faecalis negative for vana/vanb genes after verigene testing, no vancomycin resistance. Portal of entry from enterococcus into bloodstream likely related to gi bleeding. ID stated that since avms were clipped on (B)(6) 2018, the source should be under control, and no further positive cultures are expected. ID suggested 14 days of induction course of antimicrobial therapy from the date of the first negative blood culture, then reassess. On (B)(6) 2018 ID recommended switch IV vancomycin to IV ampicillin 3 grams every 6 hours to complete 7 days of total IV atb therapy (end date (B)(6)2018). Then subject is to switch to po amoxicillin 500 mg q6 hours for 1 week (end date 11/1), then reduce amoxicillin to 500 mg q8 hours until evaluation in ID clinic by hcp (2-3 weeks post discharge). ID indicates that patient may need lifelong suppressive therapy due to lvad, but this is to be determined in outpatient ID clinic. ID recommends midline instead of PICC line. Subject discharged on (B)(6) 2018.

Manufacturer narrative:
Section initial reporter health professional: additional information. The pump remains in use supporting the patient. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.